Manufacturer narrative:
(B)(4). Date sent: 4/24/2024 b3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 742c65 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, with the jaws and trigger in the close position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. Also, a vasecr35 reload present. The reload was received fully fired. Upon evaluation of the reload, were noted some hairline cracks and reload deck displacement that does not affect staples formation and the device functionality. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Based on the information currently available, a product issue was identified during the investigation of the reload received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 742c65, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, after the third fire, customer reports the jaws of the stapler would not open. Used reverse to remove and pulled another device to complete case. No patient harm minimal delay of case.